Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part:352.040-us. Lot:85p8486. Manufacturing site: bettlach. Release to warehouse date: january 27, 2021. A manufacturing record evaluation was performed for the finished device lot , and no non-conformances were identified. Visual inspection: the 5.0mm flexible shaft (part # 352.040, lot #85p8486) was received at us customer quality (cq). Upon visual inspection, it was noticed that shaft was broken at the proximal end into 2 pieces. The broken fragment was also returned along with the device. Additionally, small scratches were visible all across the surface of shaft. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: od of shaft. Measured od of shaft: conforming. No design issues identified. Document/specification review: based on the date of manufactured, the current and the manufactured drawings were reviewed: pipe: current and manufactured. Flex. Welle d7.0mm: current and manufactured. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received 5.0mm flexible shaft (part # 352.040, lot #85p8486) as the shaft was broken. Although no definitive root-cause can be determined it¿s possible that the device might have experienced unintended forces during use/handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an open reduction internal fixation (orif) of the right femur, while the surgeon was reaming the femur with a 15.5mm synthes flexible reamer, the reduction was lost at the fracture site and the reamer got stuck in the canal. The reamer shaft was broken. The ball tip guide wire held everything and the broken pieces were removed. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) 5.0mm flexible shaft. This is report 2 of 2 for (B)(4).